Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was re-sheathed once after being positioned too low in the annulus. During the second deployment attempt, the valve was accurately positioned. Then, the valve was slowly and carefully deployed. At the exact moment, when the last paddle freed up, the valve slid upwards resulting in moderate to severe paravalvular leak (pvl). Based on the pvl, the decision was made to implant another valve, valve-in-valve. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.